Event description:
It was reported that the patient's blood glucose level rose to 285 mg/dl while wearing the pod between 4 and 24 hours. Upon removal of the pod from the infusion site (leg), the cannula was found to be bent almost in half. The bent cannula may have impacted insulin delivery. As corrective action, the defective pod was removed, and a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.